Manufacturer narrative:
Date of event estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide device relative to an unknown procedure. Reportedly, an unknown failure was noticed. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: lot # changed from 2092841 to 2091242.